Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had cracked reservoir tube lip.

Event description:
It was reported by the customer that the insulin pump was making noises. Customer's blood glucose level at the time 625mg/dl. It was also reported that the customer received a manual injection. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.